Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the low flow was determined to be a cannula kink caused by improper positioning. The pump came out of positioning when placing the repo unit which is a use related issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient n acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was successfully placed, however upon removal of the peel away sheath the pump was accidentally advanced into the left ventricle, which resulted in the outlet cage advancing completely in the ventricle with kinking of the cannula below the motor housing, causing continuous suction and low pump flows. The kink was unable to be removed by pulling back on the catheter and repositioning. The physician made the decision to remove this impella and place a new impella. There was no patient harm reported, and this device was replaced.